Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the gas delivery engine (gde) and the power supply. The gde and power supply was replaced and the device was returned to the customer operating to manufacturer's specifications.

Event description:
The customer reported while using the avea ventilator, it alarmed vent inop while on a patient. The customer stated the patient desaturated with no alarm from the unit, the patient was then manually ventilated and the ventilator was swapped out for another unit. The customer stated there was no further harm or injury to the patient.

Manufacturer narrative:
Received user facility medwatch (B)(4) reported the serial number to be (B)(4) but this is believed to be a typo as they have previously reported the serial number to be (B)(4). Results of investigation: the gas delivery engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to the power driver board¿s battery charging circuit failed, resulting in the use of the internal battery rather than the external battery.

Event description:
Additional information from the received medwatch stated that the ventilator's screen was blank and not ventilating the patient. Another ventilator was obtained and there was no harm or injury.